Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(6) g2: foreign: canada h3: product ID: 97755, serial#: (B)(6) was returned for product analysis. Analysis of the device found a recharger telemetry module (rtm) failure; poor recharge quality message was seen. In addition, the recharger got hot at the donut end after running it. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger was no longer charging their ins. The antenna was not finding the implant. They requested a new charger and controller. The patient's recharger was to be replaced.